Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination found that the stent was damaged at the proximal side. The three most proximal rows were pushed distally and bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent damage occurred. A 2.50x16mm promus element plus stent was removed from the device box and inner package when stent damage was noted. The procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent damage occurred. A 2.50x16mm promus element¿ plus stent was removed from the device box and inner package when stent damage was noted. The procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.